Event description:
This is a report of a home patient who had a system error 2267 (air in line/set) alarm on the homechoice during fill 3 of 4 of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the reported alarm. The patient would complete therapy with manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.